Event description:
Caller states the patient tested 6.5 inr on the coaguchek s system while a comparison lab returned as 4.4 inr. Patient received unknown treatment based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.